Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 14.1 cm was returned for analysis. Outer insulation degradation was found 14.1 cm from the connector pin, due to an insulation wrinkle from a tight bend radius.

Event description:
This report is to advise of an event observed during analysis.